Event description:
On 07/27/06, nellcor puritan bennett received a report of pilot line attachment issues on a tracheostomy tube. The caller reported that the pilot line detached from the tracheostomy tube after 9 days of use. It is unknown whether the ptient had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.